Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling an electrical shocking down the right arm which felt like lightning going down her arm. The patient also had more tremors. No further complications were reported/anticipated.